Manufacturer narrative:
(B)(4). The following information was requested but unavailable.

Event description:
It was reported that during an atrial fibrillation ablation procedure a second-degree patient burn occurred. Following the procedure, a second-degree burn was located at the site of the disposable patient return electrode.